Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fctr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient experienced a loss or change of therapy. The patient wanted to know if seizures are a side effect of the device. The patient fell 3 times. It was also noted that the device was checked by manufacturer representative who stated the leads were broken. It was reported by another representative the leads were not broken and patient wanted to know why these conflicting information. The patient had a grand mal seizure in (B)(6). The patient next appointment was scheduled on (B)(6) 2016 for the seizure. The indications for uses for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.